Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving an error 5 message. The patient manages her diabetes with lantus insulin and glipizide and metformin oral medication. The error 5 message began approximately on (B) (6) 2010 while the patient had symptoms of "tingling and joint pain." Despite the error 5 message, the patient took her usual diabetes medication. On (B) (6) 2010, the patient went for a doctor's office visit. Reportedly, the patient obtained a blood glucose reading of "562 mg/dl" on the doctor's meter and received treatment with 15 units of lantus insulin. During troubleshooting, the error 5 message was not resolved. This complaint is being reported because the patient claimed she received medical intervention for a "562 mg/dl" blood glucose reading 2 days after the error 5 message began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.